Manufacturer narrative:
The monitor was received at spacelabs¿ equipment service center for repair. The reported problem was verified, and the pcba assembly cpu was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 nothing appears on telemetry central display. No injury was reported as a result of this event. The telemetry monitor was removed from service and sent to spacelabs for repair.